Event description:
It has been reported to philips that the system would not fully boot. It was giving a message of ¿insert cd to boot¿. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the bios battery and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and confirmed that the system was not able to boot fully. Upon functional testing fse found that the issue with bios battery of the host pc and reloaded ghost image remotely and replaced bios battery by fse. After replacement of bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.